Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The pump was returned to the manufacturer.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient's implanted infusion pump containing clonidine (575mcg/ml at min rate), bupivacaine (12mg/ml at min rate), ketamine (214mg/ml at min rate), compounded baclofen (150mcg/ml at min rate), and morphine (15mg/ml at min rate). Indications for use included non-malignant pain and chronic low back pain. It was reported that the patient experienced symptoms and went to the emergency department on (B)(6) 2016. Pump logs identified a low battery reset and safe state at 12:35 on (B)(6) 2016. The patient was medicated and treated with oral medications. When the patient was stabilized, she was discharged. After her discharge, the patient went to see her managing healthcare provider.

Manufacturer narrative:
The pump was returned for analysis. Analysis of the pump found high resistance across the battery.

Event description:
Additional information was reported by the company representative on 2017-feb-22. It was noted that the patient had experienced complete withdrawal and was admitted to the hospital. The patient was discharged 24 hours later and went to the clinic. The pump was replaced on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer reporting the patient could not get a bolus to work due to an 8474 error code.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2018. The patient reported they saw a code on their personal therapy manager (ptm) two years ago in 2016 similar to the "8780" and "8789" codes they saw on their ptm (B)(6) 2018. The patient reported two years earlier the ptm code caused their pump to stop working. The patient reported when the pump stopped working they spent four days out of their mind in pain, and spent time in the intensive care unit (ICU). Of note, it was previously reported that a low battery reset and safe state had occurred and analysis identified high battery resistance.